Event description:
Boston scientific crm received information that this lead was part of a system explant due to a risk of patient infection. This lead had been implanted following the resolution of a previous infection; however, the device pocket reopened and the physician elected to explant the acute system due to the possibility of infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the lead is returned. This report will be updated if additional information is received.